Event description:
It is reported that the device was implanted in 2006. Post-op, the patient fell and the device broke. The device was revised the following month, where the pins and brushings were removed and replaced.

Manufacturer narrative:
Evaluation summary: fracture of the inner pin may occur due to fatigue caused by the activity level of the patient or due to insufficient engagement of the pins during surgery. No post-op x-ray or any other visual means to have been provided to confirm whether locking occurred in the first place. Cause cannot be definitively determined. Evaluation: as returned, all four times have fractured from inner pin. Body of the pin shows striations/galling near the location of the fractured tines. Returned ulna bushing exhibits heavy deformation damage on one side along with an axial fracture through the device. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis of tine fracture showed manufactured striations indicating that fracture occurred by fatigue. Energy dispersive spectroscopy analysis of component material showed ti, al, and v typical of tivanium alloy.